Event description:
New information received notes that the patient's atrial leadless pacemaker (lp) exhibited over-sensing of t-waves.

Event description:
It was reported that upon interrogation, a diagnostic anomaly was noted during testing in which markers were noted under respective t-waves. It was unable to be determined what the test results were depicting. No intervention was performed. The patient was stable.